Manufacturer narrative:
The hospital reported they replaced the apl valve and returned the unit to service. Patient information currently unavailable.

Event description:
The hospital reported an increase in pressure while in bag mode and using an laryngeal mask airway. There was no reported patient injury.